Manufacturer narrative:
The complaint device associated with this report has not been received for eval. There have been no other complaints received for this lot number.

Event description:
A copy of a user facility medwatch voluntary report form was rec'd by mail on 11/13/2006. Event description reads: when the surgeon was placing the lens into the eye, she noticed that there was a scratch on the intraocular lens. The surgeon was unable to determine whether it was a manufacturing defect or a loading/insertion problem. No apparent injury to the pt. A back-up lens was available and placed into pt's eye.